Event description:
Boston scientific received information that this patient is receiving radiation therapy to her chest. Device evaluation showed a battery status of beginning of life (bol); however, the remaining longevity is only two years. It was noted that device evaluation prior to the radiation therapy displayed the same information. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant informed the caller that the gas gauge needs to reach the exact next tick mark before the battery status will change. The consultant stated they could consider a download of the device data. The caller will discuss this option with the patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.